Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system separated from the hub during use 10 days after being placed in the patient. The patient required surgical consultation before surgical removal of the broken piece was performed above the medial malleolus of the right foot. The following information was provided by the initial reporter, translated from chinese to english: "the intima-ii was separated from catheter adapter after placement and the catheter was in the patient's body, but it has been removed, there was no harm for patient. The reps said that the method of removing need to be verified with the hospital." "1. It occured about 10 days after puncturing during indwelling. 2. The infusion drug for: intravenous fluids saline 250 kang yi injection, ace omeprazole". "Removal method: surgical removal after surgical consultation. Location: above the medial malleolus of the right foot".

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9119997. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, based on microscopic evaluation of the returned sample, our engineers have identified that the broken edge of the tubing was smooth, and the adapter head was free of damage. Both of these observations are indicative of a sharp cutting implement being used to sever the device. This is consistent with the duration of use, as issues related to the manufacturing process are unlikely to manifest after such an extended period. The intima-ii should be replace 72-96 hours after initial insertion.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system separated from the hub during use 10 days after being placed in the patient. The patient required surgical consultation before surgical removal of the broken piece was performed above the medial malleolus of the right foot. The following information was provided by the initial reporter, translated from chinese to english: "the intima-ii was separated from catheter adapter after placement and the catheter was in the patient's body ,but it has been removed, there was no harm for patient. The reps said that the method of removing need to be verified with the hospital." "1. It occured about 10 days after puncturing during indwelling 2. The infusion drug for: intravenous fluids saline 250 ¿ kang yi injection, ace omeprazole" "removal method: surgical removal after surgical consultation. Location: above the medial malleolus of the right foot".